Event description:
Voluntary medwatch report indicates: pt placed on a baxter flo-gard pump in the emergency dept for heparin infusion. Staff noted that an overinfusion of the heparin had occurred and disconnected the pt from the infusion pump." Add'l info from the account indicates no intervention was required for the pt. Account notes the rate was set at 60ml/hr but was unsure of the amount of the overdose, as this was not indicated on the incident report. No injury to the pt was reported.